Event description:
Patient received a pneumothorax during an insertion of an entracare ultraflo nasogastric feeding tube. The tube was inserted by an r.n. Insertion error reported by facility. The patient had a decreased gag reflex and was neurologically impaired. The patient required chest tube insertion to resolve the pneumothorax. As a result of this incident the facility has modified their procedures for tube insertion. An m.d. Is now required to place nasogastric feeding tubes, followed up with fluroscopy or x-ray; m.d. To determine.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: failure to follow instructions, incorrect technique/procedure. Conclusion: there was no device failure, user error caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, device use continued with restrictions/limitations. The device was destroyed/disposed of.